Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results for sodium (na) with an error flag "l"on their au5800 clinical chemistry analyzer. The "l" flag indicates by the analyzer that the result is lower than reference range. The initial low na patient results were not reported out of the laboratory. The customer repeated four patient samples and reported the correct results out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was not dispatched. The customer evaluated the au5800 clinical chemistry analyzer themselves and identified the failure mode as a defective sodium electrode. The customer replaced the sodium electrode to resolve the issue. Information not provided by customer. The beckman coulter internal identifier is case-(B)(4).